Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a distorted image. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed due to the device was not cleaned disinfected or sterilized. Attempts to obtain cds information, however, yielded no results. Therefore, the device was returned unrepaired without inspection. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a distorted image. No patient harm reported.